Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.

Event description:
It was reported that the customer woke up with a high blood glucose level (500 mg/dl). Customer was able to stabilize his blood glucose level, then disconnected from the pump for football practice and his blood glucose level elevated again (500 mg/dl). Customer took a correction bolus and changed the cartridge and infusion set to stabilize his blood glucose levels.